Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 42 mg/dl. The customer reported that they treated low blood glucose level with food and glucose tablets. The customer did not mention any symptom related to low blood glucose level. The customer stated that sensor was due to change and he was having a hard time to remove the needle. The customer did not want troubleshooting for low blood glucose level as it was normal for him. The insulin pump will not be returned for analysis.